Manufacturer narrative:
D3: corrected. H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be verified. The cause of the issue was found to be a faulty heater. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm did not work properly in the instance that it was not heating. There were unknown patient harm or adverse effects reported due to the event.